Event description:
This rv lead was implanted on an unknown date and still remains implanted at this time. It was noted on (B)(6) 2017 that this lead had an out of range impedance greater than 3000 ohms. Non-capture on presenting egm and a pause greater than 2 seconds were also noted. The physician was unknown at (B)(6) hospital in (B)(6). No other information available . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).